Manufacturer narrative:
(B)(4). Complainant name: (B)(6) medical center. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the left internal mammary artery to left anterior descending artery. Following pre-dilation, a 2.50x38 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent came off the balloon. The stent was retrieved using a snare. A 2.50x20mm synergy drug-eluting was then deployed and the procedure was completed. No patient complications were reported and the patient did well post procedure.